Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the jaws would not open while on tissue. Another ligasure device was used to seal and cut on either side of the locked device to release it. Blood loss did not exceed 250 cc and there was no pt injury.